Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal follow up, the device was found in backup vvi mode. It was suggested the device was replaced. The patient's condition is unknown and it is not known if the device was explanted or not.

Manufacturer narrative:
The device was explanted and discarded by clinic. Patient condition before and after procedure was good.